Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the patient is doing very well after reprogramming.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they were not sure what the cause of the impedance issues were or if they had fully resolved. It was reported that the rep had talked with the patient on the phone this morning to follow-up and they were getting about 50% improvement with group a. They stated that during the trial they were getting 70-90% improvement. The patient hadn¿t tried group b and was switching to that today to see if that is any better that group a. The patient weighed 165 pounds at the time of the event. They indicated that they¿d update the patient¿s doctor when they stopped by this week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller states he just finished an implant. Intra-op impedances were all good and below 1000 ohms. Post-op impedances were all the same except for contact 10 which was over 40,000 ohms. Connectivity check also shows 10 is fine and 15 was out, but impedances did not reflect this. Caller went to program dtm and had a positive on contact 10. Patient could not feel anything at an amplitude of 7 and caller increased it one more step. At this point, patient's stim was too much and described as "on the ceiling" and therapy was shut off. Impedances were run again and contact 10 was not showing as 3000 ohms. Troubleshooting was not required. Ts reviewed that sometimes stimming can help impedances normalize and this could be what the patient experienced. Advised to try stimming a bit longer and see if impedances normalize and attempt to program. If they do not change, then caller will need to program around best pairs. Patient dob: (B)(6) 1953.